Event description:
It was reported that the rt's noticed that map dropping. After removing the 3100 from the patient it was still running, the driver. No patient harm.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A field service engineer (fse) visited the customer site to evaluate the device and confirmed the reported issue. The fse made necessary adjustments to bring the map within specifications and performed a 2k preventive maintenance (pm) service. The device successfully passed full calibration without any issues and returned to normal operation.

Event description:
Additional information received indicates that a field service engineer (fse) visited the customer site to evaluate the device and confirmed the reported issue. The fse made necessary adjustments to bring the map within specifications and performed a 2k preventive maintenance (pm) service. The device successfully passed full calibration without any issues and returned to normal operation.